Manufacturer narrative:
Initial 4 of 5. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion sets bent cannula events on (B)(6) 2026. Blood glucose level was 450 mg/dl at the time of the event.